Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. An oxygenator and a centrifugal pump (manufactured by tcvs) were returned. No damage or other abnormalities were observed at the time of receipt. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccp. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during cardiopulmonary bypass, the oxygenator experienced a sudden drop in pump flows; potential hpe situation. 45 minutes post xclamp, flows suddenly dropped to about .8 c.I. There were no kinks in the a line or the cannula. Oxygenation, co2, and acts remained normal. Rewarming was attempted with repositioning of the xclamp with no change. Rpms were maxed and with very low flows. Femoral cannulation was attempted with no change. The flow probe was repositioned with no change. A new pump was brought in and normal flows were resumed; the procedure was completely successfully. The patient experienced low flows for 18 min with systolic pressures in the 30's. The patient had polycythemia vera which carries an increased risk of clotting on bypass even with proper act levels. The customer was suspicious of high-pressure excursion. The event resulted in delays of the surgical procedure. 800 ml of blood loss was a result of the reported issue.